Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly in the failure analysis center. Physio observed that the power supply assembly only was having a failure with providing ac power and dc power was still functional with a charged battery.the cause of the observed ac power was determined to be two shorted transistors, designators q1 and q2 and also an open fuse, designator f1.

Event description:
The customer reported that their device would no longer power on with ac power. After an evaluation of the device by physio-control, it was observed that the device would not power on with ac or dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.